Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported a clamp broke during a liver transplant and the beads scattered everywhere. The following morning, the patient had a CT that verified a retained bead. The patient was returned to surgery to remove the bead on (B)(6) 2016. The patient was unstable and bleeding but the doctor reported that was not caused by the bead. The facility stated they will be reporting the event to the FDA but cannot provide a number as it has not yet been done. At this time the device will not be returned. Lot number unknown.

Manufacturer narrative:
(B)(4): one (1) cv1161 cosgrove flex qck-bend 61mm fogarty-type was reported as the complaint sample. Four pictures were sent of the possible failed sample. The lot code was not readable on the pictures; upon zooming on to the pictures the resolution became too blurry to be legible. From the pictures of the complaint sample, an older design was noted on the clamping part of the jaws, also the failure mode was confirmed from the pictures, it was obvious the sample was broken in two pieces. The break seemed to have occurred at the crimped clevis joint where the swaged metal cable fitting (B)(4) is attached. This resulted in the disassembly of all beads and the clamp jaws (this piece also had the broken cable attached to it). The finger ring handles and body was the other piece. In the picture, only 27 beads were counted; 32 beads are manufactured and assembled onto the product. Closer visual inspections could not be performed due to the low resolution of the pictures. The older design of the clamp jaw assembly suggests the product is possibly over 15 years old, and it is confirmed that ¿32 bead etching¿ was not implemented and etched on the products, up until may of 2004. The sample in the pictures is most likely to be older than 2004. Aside from the non-conformances and failure modes noted, no other defects could be analyzed from the pictures. Sample was not sent in for evaluations; no further tests could be performed. Sample was not returned for evaluations. Based on the investigation of the pictures and information provided, two possible root causes were identified: most probable root cause of the failure mode is age-related wear and tear of the moving parts. It is also likely that the failure mode occurred due to possible excessive twisting and/or pulling forces. It should be noted that the instructions for use state that the instrument should be properly lubricated (milked) prior to sterilization. This will ensure smooth functioning of the device. Also, the cable wire assembly can be replaced by an authorized repair company such as (B)(4).